Event description:
It was reported that excessive friction was encountered with the guide/sheath or micro sheath. Reportedly, the tip of the recanalization catheter detached from the rest of the catheter.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed and there was no info to suggest that the reported issue was related to the mfg of this device. Based on the event description and the result of mfg controls, no objective evidence was found to link the event with the mfg of this device. This is the only complaint reported for this lot number to date. The complaint sample was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.